Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer did not mention symptoms related to high blood glucose event. Customer treated with insulin pump. Customer's blood glucose value was 159 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were infusion set bent cannula and site issues. The carb ratio was changed by the healthcare professional. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported insulin pump being exposed to moisture. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected bad/low battery alarm, excessive no delivery alarm or low reservoir alarm anomaly noted. The insulin pump communicated properly to bg meter. No bg meter anomaly noted. Pump uploaded properly using carelink pro and all bolus data recorded properly on data report. No download anomaly noted. No unexpected smell insulin anomaly noted. No moisture damage found inside the pump. All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corner, reservoir tube lip, broken belt clip slot and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.